Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, 87 tubes had black dots and 207 had air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2. It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, 87 tubes had black dots and 207 had air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: report 2 of 2. Investigation summary bd received four photos for investigation. Visual evaluation of the photos showed a tube with a large air bubble in the gel barrier from catalog 367960, lot numbers 4257324 and 4257325. Additionally, 100 retention samples were visually inspected with no issues being identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4257324, for the indicated failure modes: foreign matter - non-biological and gel airbubbles. This complaint has been confirmed for the lot 4257325, for the indicated failure modes: foreign matter - non-biological and gel airbubbles. The exact causes for the customer¿s failure modes could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.